Event description:
It was reported that the atrial lead dislodged during bypass surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and the visual summary analysis of the lead indicated apparent explant damage. The lead was returned with the helix stretched. (B)(4).